Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. Device evaluation: analysis of the implantable neurostimulator (ins) found reduced battery capacity due to overdischarge.

Manufacturer narrative:
(B)(4). The implant date provided by the reporter was before the manufacturer date of the device. Follow up is being conducted to address the discrepancy.

Event description:
The health care provider via a manufacturer representative reported that the patient's implantable neurostimulator (ins) had no communication with the recharger. It was impossible to recharge the battery and the patient had no stimulation and was again painful. The patient had been implanted for 6 years with the ins and was very familiar with stimulation and charging. The ins implant date was (B)(6) 2009. Three weeks ago the patient couldn't charge their ins anymore and stimulation stopped. A new charger couldn't solve the problem. The communication couldn't be established with the clinician programmer, patient programmer, or charger. The intervention taken to resolve the issue was surgical revision with replacement of the ins on (B)(6) 2015. The issue was resolved and the ins would be returned. The patient status was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information clarified the patient was implanted with the device on (B)(6) 2010.